Event description:
The rep further reported that according to the patient there has never been rechargeable batteries inside the pp. It was noted that the patient still has a few batteries left from the same package. The pp appeared to be badly melted. It was further clarified that the pp melted spontaneously after changing the batteries. The pp was returned to the device manufacturer without the batteries.

Event description:
It was reported that the pp was not returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37704, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3587a-25, lot# 0209318166, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (via the manufacturer¿s representative) reported that the patient experienced shocking sensations from the refrigerator, toaster, security gates at businesses, laptops, and personal computers (pc) that began on (B)(6) 2015. It was noted that tablet pcs did not cause issues. The pc caused a ¿strong feeling¿ at the implantable neurostimulator (ins) pocket, chest, and on the left side to the belly, and also caused the patient to have coldsweats. It was reported that the strong feelings were connected to pc use and would continue for hours after pc use was stopped. The refrigerator also caused a strong feeling that had caused the patient to drop to their knees. The patient went to the hospital due to the issues but no direct cause was found. Impedances were measured and found to be between 400-641 ohms. Therapy impedance was 671 ohms. Programmed settings were 1- 2+, 1.5 v, 330 ¿s , 80 hz. Reprogramming was performed and pulse width was decreased to 70 ¿s while the amplitude was increased to 3.2 v. It was also reported that the patient had problems connection to the ins. The patient had to synchronize several times. The patient needed to increase voltage on the ins, however this resulted in stimulation spreading to the upper leg and lower part of the stomach. There was also a ¿sensitive spot¿ at the lower inner side of the ins pocket. The issues were not resolved at the time of report. It was noted that therapy had been successful prior to these issues. Surgical intervention was planned, but had not yet been scheduled. The company representative (rep) reported over a month later that they met with the patient today, because the patient programmer (pp) was partly melted. The pp was replaced. The pp will be returned to the device manufacturer for inspection. It was also reported that refrigerators and computers were creating most of the problems. It takes 30min ¿ 1hr after shutting the implantable neurostimulator (ins) off before there¿s nodisturbance by these devices. The feeling was like electrical shock. Feeling was not position dependent. Occasionally around the pocket the patient has some pain when the device was on, but not when shut off. Security gates have been problematic also, but now the patient knows what places to avoid. There were problems with the patient programmer (pp) to connect to the device. During normal daily activities the strength of stimulation has rapidly increased from 3.0v to about 8.0von its own and has also happened when the ins has been shut off. The patient normally uses 3.0v and when woke up in the morning the ins was at 8.0v. Stimulation reaches the right area and there¿s no problem with programming. The patient manages to sleep with the device through the night. There was no limit on voltage. The rep programmed the upper limit to 5v to avoid possible ¿pocket programming.¿ the rep turned the ins on when they arrived and at the end opened refrigerator doors with no disturbing feelings. The rep further reported that the patient got burned and had burning wounds. With the melting pp turned the ins off, the burns were over the ins pocket. The degree of burn was unknown but the nurse will find out in the middle of (B)(6). Medical treatment has been needed and consulted plastic surgery/surgeon about possible corrective actions. There was still risk of infection. It was noted the batteries were alkaline and were in the pp. If additional information is received, a follow up report will be sent. Reference manufacturer report # 3004209178-2015-19898 for the ins event.